Event description:
A customer reported that the t:slim x2 pump battery would not charge reliably, requiring them to hold the cable in place or position the pump strategically for the charge to be recognized. There was no adverse impact to the customer's blood glucose level. The customer had tried using the tandem charging cable and wall adapter, and while the pump began charging after some adjustments, the connection remained unstable. The customer expressed a desire to speak to a supervisor about bypassing the next step, which was sending replacement supplies. Customer reported that different charging supplies had already been made and did not resolve the issue. After review it was determined pump will be replaced.